Event description:
It was reported that during device replacement, externalized conductors were observed on the rv lead. No electrical anomalies were detected. The lead was capped and replaced (B)(6) 2017. The patient was stable.